Event description:
It was reported that during a photo selective vaporization of the prostate (pvp) the fiber beam fired straight out of the fiber and the tip was damaged after 144,443 joules of use. The procedure was completed with a second fiber and no clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported forward firing allegation cannot be established as the product is not available for analysis. Based on the information available, the procedure took place (B)(6) 2021. However, review of the information provided identified that the lot number had a manufactured in 18aug2017. The fiber life expectancy is 2 year. It is possible that the reported event could be traced back to the fiber reaching end of tis useful life. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported forward firing allegation cannot be confirmed. However, review of the information provided identified that the lot number had a manufactured in 18aug2017. The fiber life expectancy is 2 year. Investigation conclusion: based on the information available, the reported fiber manufactured date is 18aug2017. Therefore, a probable conclusion code of shelf life/expiration date exceeded was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) the fiber beam fired straight out of the fiber and the tip was damaged after 144,443 joules of use. The procedure was completed with a second fiber and no clinical consequences to the patient.